Manufacturer narrative:
It was reported that during the perfusion the hl20 arterial pump stopped displaying the error message: "safety-s". After rebooting the pump twice the error message disappeared. Pump continued to work normally. A getinge field service technician will be sent onsite for investigation of the device. Investigation is pending. As soon as new information becomes available a follow-up medwatch will be submitted.

Event description:
It was reported that during the perfusion the hl20 arterial pump stopped displaying the error message: "safety-s". After rebooting the pump twice the error message disappeared. Pump continued to work normally. Reference number: (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that during the perfusion the hl20 arterial pump stopped displaying the error message: "safety-s". After rebooting the pump twice the error message disappeared. Pump continued to work normally. No harm to any person was reported. A getinge field service technician investigated the hl20 unit on 2021-07-19 and could confirm the failure. The failure was caused due to contamination with blood. The technician cleaned the hl20 unit and performed safety and functionality checks to factory specification. No parts needs to be replaced. The most probable root cause could be determined to contamination with blood. Based on the investigation results the reported failure "error message: safety-s" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.